Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling cartridges with insulin during the load process. During troubleshooting with tandem technical support (cts), the customer attempted to load a new cartridge and able to proceed but the fill estimate was not accurate. There was no reported impact to the customer's blood glucose level.